Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. It was determined that loss of connection was related to the mobile application. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability. Additional information. Event problem and evaluation codes - additional.

Event description:
Data was provided for evaluation. Loss of connection was confirmed. A probable cause could not be determined.